Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support that a hb message was encountered as well as an air detected in the cassette alarm. The patient contacted the peritoneal dialysis nurse who helped with canceling the treatment. Patient reported that when he opened the cassette door there was fluid inside the cassette door. Patient cancelled treatment on the cycler and completed treatment with continuous ambulatory peritoneal dialysis. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event and that there was no medical intervention. The device was requested to be returned to the plant for investigation.

Manufacturer narrative:
Correction: the alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."